Event description:
It was reported that the epidural catheter ruptured from filter. There was patient involvement, and no harm or injury in the patient.

Manufacturer narrative:
Investigation of this complaint was limited because no sample was provided. Customer provided a photo of defect claiming that the epidural catheter ruptured from the filter. From the photo it isn´t clearly visible if the catheter is ruptured or if it slipped out of the epifuse connector. It is most probable that the failure was caused by not fully inserting the catheter in connector which conflicts with instructions for use. Without the sample we are unable to confirm this complaint and the root cause remains unknown. No trend of similar customer complaint was identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.